Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported to field technician while on site that there was a patient incident where an "incorrect infusion amount" was displayed on the pcu. Customer reports possibly due to screen digital display. Although requested no additional information was provided. There was patient involvement but impact was unknown.